Event description:
It was reported there was poor/inconsistent telemetry. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head has no telemetry and failed all uplink amplitude functional tests. Rf head cable found out of electrical specification. Analysis also found the rf head lens is clouded. (B)(4).